Event description:
Patient had esophagogastroduodenoscopy (egd), laparotomy, explant of previous paraesophageal hernia repair mesh, fundoplication, crural closure, and removal of percutaneous gastrostomy tube. Patient with prior history of a paraesophageal hernia repair with mesh. This was complicated by an inability to tolerate any oral intake and a forty pound weight loss. Subsequently, she had a peg tube placed for enteral nutrition and has since gained ten pounds. Upon review of her imaging and studies, it appeared that the previous repair may have caused pseudoachalasia.